Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml dilaudid at 0.4 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was replaced due to eri. During the replacement surgery, the patient's pump pocket was revised due to the pump position causing pain. The pump had been located in a position near the ribs and iliac crest. No environmental, external, or patient factors may have led or contributed to the issue. No diagnostics or troubleshooting occurred. The issue was then considered to be resolved and the patient was noted to be "alive - no injury". It was unknown when the pain at the pump site first occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.